Event description:
During follow-up, there was increased threshold capture and decreased pacing impedance noted on the right ventricular (rv) lead. A lead revision was attempted, but the stylet was unable to be inserted into the lead, therefore, the rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events were high capture threshold, low pacing lead impedance, and stylet insertion difficulty. As received, a complete lead was returned in two pieces. The reported event of a stylet insertion issue was confirmed. Visual and x-ray inspection of the lead found the inner coil overtorqued at the connector region. Stylet insertion test found obstruction/restriction at the location of the overtorqued inner coil. The cause of the reported event of stylet could not be inserted was isolated to the inner coil overtorqued which was consistent with procedural damage. The reported events of high capture threshold and low pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.